Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the clinical diagnosis was decreased pain relief due to the lead fracture. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead fracture was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 13-feb-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s lead was fractured. The patient was getting very good relief until (B)(6) 2016. The ins was interrogated and revealed impedance values, indicating a lead fracture. Interventions included a lead explant and replacement, which took place on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy. The outcome of the event was noted as resolved without sequelae. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.